Manufacturer narrative:
Batch review performed on 02 july 2020: lot 136412: (B)(4) items manufactured and released on 05 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2016. Additional implant involved: gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot. 151425. Batch review performed on 02 july 2020: lot 151425: (B)(4) items manufactured and released on 12 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2016. Additional implant involved: gmk-sphere 02.12.0220fl tibial insert fixed sphere flex size 2/20 mm l (k121416) lot. 135184. Batch review performed on 02 july 2020: lot 135184: (B)(4) items manufactured and released on 16 jan 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient had a primary knee surgery on (B)(6) 2015. Subsequently, the patient came in reporting instability due to laxity. On (B)(6) 2017, the surgeon revised the 14mm poly with a 20mm poly. Presently, the patient came in reporting pain and instability due to laxity. The surgeon plans to revise all implants and a revision surgery has been scheduled for (B)(6) 2020.

Manufacturer narrative:
The revision surgery was completed successfully on the (B)(6) 2020. The surgeon revised the femoral component, tibial tray, and insert and replaced them with a gmk-hinge knee. The surgery was completed successfully.